Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Ulcer and gi bleed are known complications of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient was admitted to the hospital for internal hemorrhage from duodenal ulcer and diverticulitis. The treatment consisted of scoping the patient and cauterizing a blood vessel. Patient was discharged on (B)(6) 2020. The patient was re-admitted to the hospital on (B)(6) 2020 for gi bleed. Duopa was being infused at this time. It was reported the patient was discharged from the hospital on (B)(6) 2020 and internal bleeding was resolved.